Event description:
Spoke with patient (B)(6) on (B)(6) 2026 at 11:16 am cdt at (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The patient was able to complete treatment on the reported day (B)(6) 2026, patient received supplies and did not miss treatment. The patient confirmed he was admitted to the hospital due to a catheter infection last friday ((B)(6) 2026) and was discharged yesterday ((B)(6) 2026). The patient mentioned he received antibiotics for 4 days to treat the infection. The patient denied a switch in modality and continued performing peritoneal dialysis during his stay. The patient was unsure if it was related but mentioned he felt weak before the admission. The patient continues performing peritoneal dialysis at home after discharge. There was a hospitalization due to a catheter infection. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).